Manufacturer narrative:
.

Event description:
It was reported that the vns patient had passed away. The patient was walking in the street when he suffered a seizure and died due to a car accident following the seizure. The patient had been implanted on (B)(6) 2014 and the impedance of the vns system upon implant was within normal ranges. An internal evaluation determined that the death was not a sudep. No devices have been returned to date.